Event description:
Information received by medtronic indicated that the insulin pump's screen kept coming on and off and also found the battery cap broken. Troubleshooting was performed and the customer reports the battery compartment is overheated and got melted. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the pump case, battery cap broken/cracked/damaged and device heating up found on (B)(6) 2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test. The pump passed the displacement accuracy test at 0.0873 inches. The pump failed the sleep current test. The pump failed the self test due to absence of vibration. Test p-cap and reservoir locked properly into reservoir compartment during testing. No heating up was noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a low battery alert on (B)(6) 2023 at 20:28:00.000 and was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, pcba 2, and the vibrating motor. The following were also noted during visual inspection: battery cap contact missing, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, label damage, corroded battery tube, corroded battery tube spring, and keypad overlay texture damage. Cosmetic damage was confirmed at the pump case. Battery cap contact missing was confirmed. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor and the d-10 diode on pcba 1. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Device heating up was not confirmed during testing. Moisture damage was confirmed found on the battery tube, force sensor, pcba 1, pcba 2, and the vibrating motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.